Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The (cse) inspected the device and replaced the o2 sensor to correct the alleged malfunction. The unit passed extended self-testing. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one yr from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) yrs. The nominal life of the o2 sensor is 1 yr from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013.

Event description:
Covidien rec'd info stating that the pt was removed from the 840 ventilator due to oxygen sensor alarm. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.